Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, an air in line alarm was reproduced. A review of the event history log revealed multiple 'air in line' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to the out of specification upstream sensor which could not be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump kept alarming air in line when loading set. This occurred during programming/ setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.